Event description:
The customer states that they received an error code stating: bad (B) (4) pot - occurred last thursday - during a procedure. They completed the procedure on another unit.

Manufacturer narrative:
This MDR is related to ge healthcare (B) (4). The ge service rep observed operation of the iris pot with ohm-meter attached. The (B) (4) pot looks fine. He checked for proper operation of (B) (4) motor. No problems found. He did find that the screw that is supposed to attach the collimator cover was missing and found it bouncing around the tube head area. He placed the screw back in the cover. He tried to duplicate the problem with the c in several different positions but was unable to duplicate the problem. Suggested that if problem persists, (B) (4) cable assembly be replaced.